Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the access 2 immunoassay system for one pt. Customer tested a sample for accu tni and obtained a result of 1.02ng/ml. Upon repeat, the sample gave results of 0.15 and 0.17ng/ml. The erroneous result was not reported outside of the laboratory. There was no affect to pt or user with regards to this event.

Manufacturer narrative:
The sample was drawn into a lithium heparin collection tube. Qc data was not supplied. A system check performed in 2008 met specifications. A field service engineer (fse) went on-site a few days later: fse ran a system check which failed. Fse replaced mixer belt/clips and mixer bearings. Fse verified alignments, adjusted mixer speed, replaced transducer tip, and reset voltages. Fse noted that the unit did have a dried up spill in the wash carousel. Fse reran all hardware tests. Fse noted on the following day that all tests passed and the qc resulted within specifications. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.